Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "blue lint fibers entering the eye" (foreign material present in device). The surgeon reported fibers entering the eye from the blue towels. The fibers were removed during the procedure. No pt impact was reported. Additional follow-up info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed; this is 1 of 2 events reported regarding this issue for this facility. There are no additional reports against the finished goods lot. The device history records were reviewed and the lots were released based on alcon's acceptance criteria. Customer stated that they feel the issue may be related to the blue towels and per the complaint description has asked to revise the pak to use synthetic towels. The pak was revised to remove the blue towels and add synthetic towels. Visual inspection of the returned sample found multiple pieces of lint taped to a 2-part white tray by the customer. The material is blue. Based on the thoughts of the customer, a likely root cause is the blue towels. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).